Event description:
It was reported that during a procedure to place an upper arm stent graft for a pseudoaneurysm, the blue catheter broke and the doctor could neither deploy the stent or remove it. Eventually, the doctor was able to deploy the stent graft. It was implanted about 1 cm off from intended site, but was acceptable with the physician. A sheath and a stiff guide wire were used for the procedure. The path was not tortuous and there was no stenosis or vessel calcification reported. The user did not meet any resistance when tracking to the intended site. The pt is doing fine at this time.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The complaint sample has been received at the manufacturing site and is currently being evaluated. Based on the info known at this time, the results are inconclusive and the root cause of the event is unk. This application represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The current IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.